Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that it is unknown whether both t1 implants were retained unsupported. The device IFU warns: ¿if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary.¿ the implants are made of a bio-composite material. It is unknown if the devices will migrate and there is potential risk for tissue inflammation and/or pain. There was no further reported patient complications. Therefore, no further clinical/medical assessment can be rendered. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair, the t2 implant a fast fix 360 deployed off the inserter but not through the meniscus, so the implant remained in the knee joint. The t2 implant was removed from the knee joint space with suture scissors. T1 implant remained in the patient. A second fast fix 360 was tried and the same issue occurred. It is unknown if there was a surgical delay. The procedure was completed with a back-up device. No further complications were reported.